Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (value not provided) and an unspecified level of ketones. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.